Manufacturer narrative:
The t:slim user guide indicates: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies multiple times in an attempt to resolve the alarm. The customer's blood glucose level was 311 mg/dl. During troubleshooting with tandem technical support (cts) the customer reported wearing the pump against the skin. Cts advised the customer to avoid abrupt temperature changes with the pump.